Event description:
Device malfunction: suture break. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the proglide device attempted arteriotomy closure of a femoral artery after a diagnostic procedure. Reportedly, when removing the plunger from the device the suture broke; however, the blue rail suture and the white non-rail suture were captured and the proglide was removed from the patient anatomy. When the knot was advanced with the suture trimmer, the suture broke again. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.